Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation it was discarded by the customer. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports, during a decompression endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover, and an unspecified esophagogastroduodenoscopy (egd) scope, (there were no issue with the egd scope) the physician saw a lot of bleeding during the procedure and upon removal of the scope, the distal cover was twisted leaving the metal ridge on the distal tip of the scope exposed. There were anatomical challenges encountered during the procedure. The patient's anatomy was described as: extremely j-shaped stomach with the entrance to the pylorus at an unusual angle the bleeding was found to be caused by a 12mm in length laceration to the muscularis found on the greater curvature of the stomach. The physician stopped the bleeding using hemostasis clips and was able to complete the procedure. There was no abnormality in the appearance of the scope or distal cover prior to the initiation of the procedure. The distal cover used in the procedure was discarded and cannot be returned for evaluation. No images an be provided. The patient's current condition is deceased, not related to the laceration, but due to underlying pathology. Case with patient identifier (B)(6) reports the evis exera iii duodenovideoscope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This report is being updated to provide investigation results. New information is reported d8, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: 1) user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2) distal cover cracks at tear-off line due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h4 and h6. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. Based on the results of the investigation, the following are the possible causes of the distal cover detachment: we have not received any reports that the distal cover was damaged, so it is possible that the cover was twisted and came off of the scope due to insufficient mounting on the scope. It is probable that due to insufficient attachment to the scope, the metal at the distal end of the scope was exposed because it was about to come off the scope due to friction with the inside of the body cavity during use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.